Event description:
Reportedly, the patient underwent a procedure and allegedly experienced pain and injury.

Manufacturer narrative:
Sd reference #: (B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex".